Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: cholecystectomy. Incident description: the clips do not close completely when used inside the body, while clipping the cystic duct and artery they move and fall out of the clipper zone during its use. In this cer there is no sample. There was no complication for the patient. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the event, it is likely that the reported event of incomplete clip closure was caused by the user's clip application technique. The instructions for use (IFU) instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated" and warns that "excessive twisting or torqueing may lead to a malformed clip." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.